Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer woke up this morning and her blood glucose was running high. Customer's blood glucose was 170 mg/dl when she woke up and later it was 451 mg/dl. Customer took 3.5 units with a manual injection. Customer was inserting in her stomach because she can't insert the set on her thigh or the back of her arms. Customer ran a manual prime and the insulin did exit the tubing. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.